Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was unable to release energy. After being removed, it was observed that the black tungsten wire was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a tiny crack was observed on the black cable of the instrument, although the internal wire was not exposed. There were no signs of thermal damage at the site of the insulation damage, and no arcing was observed during the procedure. The instrument could not release energy, necessitating the use of a backup instrument to complete the procedure. No fragments fell inside the patient's anatomy, and therefore, no retrieval was needed. There was no injury to the patient, as no arcing was observed. The instrument was inspected before use, but the crack was small and not easily noticeable, with no other damage or abnormalities reported. The instrument did not collide with any other tools during the procedure, and there were no problems removing it through the cannula. The instrument is available for return to intuitive surgical for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.